Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml (unknown dose), hydromorphone (unknown concentration and dose), and clonidine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that there was a volume discrepancy on last few refills. The following dates and discrepancies were detailed: (B)(6) 2015 expected 2.4, actual 1.0; (B)(6) 2016 expected 2.6, actual 0.5; (B)(6) 2016 expected 3.3, actual 1.0; (B)(6) 2016 expected 3.5, actual 0.5; (B)(6) 2016 expected 3.7, actual 0.0. No factors leading or contributing to the issue were known and no diagnostics or troubleshooting were performed. It was indicated that the low reservoir amount was changed from 2 ml to 4 ml. At the time of the report, the issue was not yet resolved and the patient status was noted to be "alive - no injury." No surgical interventions occurred and it was unknown if surgical intervention was planned. No symptoms or further information were reported. The patient's medical history included multiple sclerosis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hcp on (B)(6) 2016. It was reported that the patient experienced sedation related to the volume discrepancies. It was indicated that the volume discrepancies had not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-sep-2017 from a healthcare professional (hcp) via a company representative who reported that the pump was replaced because they felt it was overinfusing. They got back less than expected at refills and thought the pump was ¿running too fast¿. The pump was delivering hydromorphone (14 mg/ml at 3.05 mg/day), clonidine (900 mcg/ml at 196.2 mcg/day), and compounded baclofen (2000 mcg/ml at 436 mcg/day). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On an unspecified date in 2009, the patient initially started treatment with compounded baclofen 2000 mg/ml at an unspecified dose. Additional medical history included spasticity secondary to a spinal cord injury (sci); noted as indication for compounded baclofen treatment. On unspecified dates, "in the last 2 years or so" (relative to (B)(6) 2017), the physician noted discrepancies in the expected reservoir volume during refills which did not occur with each refill. The typical range of discrepancies noted was in the 3-4 ml range. On (B)(6) 2015, an erv (expected reservoir volume) of 2.4 was estimated while an arv (actual reservoir volume) of 1.0 was found. The managing physician believed it was overinfusing; during a refill. At the (B)(6) 2016 refill, expected volume retrieval was 4 ml, and 1.5 ml was retrieved. At the patient's last refill, on (B)(6) 2017, the expected reservoir volume was 5.4 ml and 5.8 ml was retrieved. On (B)(6) 2017, it was learned that the patient's race is (B)(6). The previously reported sedation noted as a problem in her medical record, and she had not been seen urgently or admitted to the hospital. The explanted pump was disposed of after the replacement, and therefore, was not sent back for analysis. No additional information was provided.